Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one additional complaint against the 2759868 lot code. Per (B)(4), a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain and elevated ion levels. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). Update: litigation papers received 11/14/2013. Litigation alleges pain, discomfort and inflammation. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 11/25/2013. Update 4/28/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, suffering, decreased range of motion, decreased mobility, increased risk for future revision surgeries/dislocations/adverse health risks, decreased component life expectancy after every revision surgery, metal toxicity, tissue damage related to metal debris, inflammatory response, dead tissue, stiffness, anc chronic infection with a 2 stage revision, see (B)(4). Medical records reported a 600ml blood loss in the primary surgery, radiograph reportedly showing osteolysis of medial proximal fevur, and revision surgical report stated metal ion levels markedly elevated and screw stripped/broken but did not remove, just made sure it was below level of cup and not touching any other components. Lab result reports for metal ion levels did show greater than 7 parts per billion in the cobalt testing. Stem and screw added to complaint.

Manufacturer narrative:
(B)(4) is to capture surgical intervention. Product complaint # (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.